Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators touchscreen was not functioning. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the issue occurred during routine check. No patient involvement. The service provider (sp) inspected the device and found that the touchscreen was working intermittently, only working on the top of the display. The sp replaced the touchscreen to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.